Event description:
It was reported that during the coil embolization procedure, detachment signal showed after the physician attempted to detach the coil in the aneurysm sack. However, the coil was not detached. So when the physician removed the pusher into the microcatheter the coil came out of the aneurysm, and then coil was prematurely detached in the artery outside the aneurysm. The patient was reported to be dead. Additional information received on 20- nov-2019 reported that thrombosis occurred in the vessel right after the event. In addition, in order to regain the patency of the occluded vessel, the physician attempted to deploy a stent to reposition the coil into the aneurysm but unsuccessfully due to the anatomy of the vessel. Then the physician attempted to reposition the coil into the aneurysm with a balloon, the coil was repositioned, but the aneurysm neck ruptured which resulting in sah (subarachnoid hemorrhage) and the patient was treated in ICU (intensive care unit).

Manufacturer narrative:
H6 conclusion code: updated after additional review of event and investigation analysis concluded that the assignable cause of the patient conditions is "procedural factors" due to anatomical or procedural factors encountered during the procedure. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. Additional information provided by the customer that device confirmed to be in good condition prior to use and device prepared as per dfu. As per physician, all the events occurred as the consequence of misleading confirmation of the coil detachment and its spontaneous detachment during the further maneuvers, but this cannot be determine as the product was not return for analysis. This complaint appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, a probable cause of procedural factors will be assigned to the reported patient death, patient vessel perforation, patient vessel occlusion, patient vessel thrombosis and patient hemorrhage, blood loss with sequelae. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a probable cause of undeterminable was assigned to main coil prematurely detached or separated inside patient, main coil failed/unable to detach, and un-retrieved device fragments.

Event description:
It was reported that during the coil embolization procedure, detachment signal showed after the physician attempted to detach the coil in the aneurysm sack. However, the coil was not detached. So when the physician removed the pusher into the microcatheter the coil came out of the aneurysm, and then coil was prematurely detached in the artery outside the aneurysm. The patient was reported to be dead. No further information is available for now.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. Based on the information currently available the exact cause for the reported malfunction cannot be determined. However, the reported patient death is one of the known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device dfu. Therefore, a probable cause of anticipated procedural complications has been assigned to the reported patient death.

Manufacturer narrative:
The sections listed below have been updated based on the additional information received on 20-nov-2019. Outcomes attributed to ae: ¿hospitalization-initial or prolonged¿, ¿other serious (important medical events)¿ and ¿required intervention to prevent permanent impairment/damage (device)¿ are added. Executive summary: updated. "Hemorrhage, subarachnoid", "vessels, perforation of", "thrombosis", "occlusion" and "device fragments in patient": mfg narrative: updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. Based on the information currently available the exact cause for the reported main coil prematurely detached inside patient and un-retrieved device fragments cannot be determined. However, the reported patient death and complications are the known and anticipated complications to these types of procedures and patient condition, and is listed as such in the device dfu. Therefore, a probable cause of anticipated procedural complications has been assigned to the reported patient death and complications.

Event description:
It was reported that during the coil embolization procedure, detachment signal showed after the physician attempted to detach the coil in the aneurysm sack. However, the coil was not detached. So when the physician removed the pusher into the microcatheter the coil came out of the aneurysm, and then coil was prematurely detached in the artery outside the aneurysm. The patient was reported to be dead. Additional information received on 20- nov-2019 reported that thrombosis occurred in the vessel right after the event. In addition, in order to regain the patency of the occluded vessel, the physician attempted to deploy a stent to reposition the coil into the aneurysm but unsuccessful due to the anatomy of the vessel. Then the physician attempted to reposition the coil into the aneurysm with a balloon, the coil was repositioned, but the aneurysm neck ruptured which resulting in sah (subarachnoid hemorrhage) and the patient was treated in ICU (intensive care unit).

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, detachment signal showed after the physician attempted to detach the coil in the aneurysm sack. However, the coil was not detached. So when the physician removed the pusher into the microcatheter the coil came out of the aneurysm, and then coil was prematurely detached in the artery outside the aneurysm. The patient was reported to be dead. No further information is available for now.